Event description:
Cardinal health pyxis products field account specialist called the technical support center to report that he had encountered an issue with the pyxis anesthesia system 3500 locking up. This lock up occurred while the representative was working with the customer in the or. The screen froze while opening a rapid access drawer while the search screen was open. The specialist rebooted the system which returned the system to full functionality. The customer reported no pt harm or compromise related to this lock up.

Manufacturer narrative:
Failure investigation conducted by obtaining detailed information from field representative, retrieval of screen shots from customer site and ability to reproduce user input on like device. We were able to duplicate and reproduce system lockup. The system lock up occurs when opening a rapid access drawer while the medication search window is open. The lock up is alleviated upon pressing the power switch to reboot the device and returned to normal functionality. During the lock up condition, the minidrawers that typically are used to store controlled medications and anesthetic agents are inaccessible. This inaccessibility of certain critical medications may cause a delay in medication therapy to the pt. Cardinal health pyxis products issued a voluntary recall of the pyxis anesthesia system 3500 with notification to the FDA on august 17, 2007. A follow up report will be sent outlining corrective action and root cause analysis of this malfunction. Pt information requested and all available information is included.